Event description:
The reporter contacted animas on (B)(6) 2012, and stated the ok keypad button would stick when pressed and scroll screens. The reporter denied damage to the keypad. The patient reportedly wore the pump attached to the waist and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad symbols were worn but the keypad rubber was intact. Evaluation revealed that the up keypad button was intermittently unresponsive and the other buttons responded appropriately. There was evidence of keypad contamination found under contrast, down and up key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.